Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited and increase of pacing thresholds and loss of capture (loc). Due to this abnormal measurements the day after implant procedure a possible dislodgment was supposed. Physician re programmed this lead and remains in service. Reasonable evidence suggest that this lead exhibited a malfunction. No adverse patient effects were reported.